Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator electrode was explanted due to a product advisory. No additional adverse patient effects were reported. This electrode was included in the december 03, 2020 emblem electrode lumen advisory.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any crack around the notch area.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardioverter defibrillator electrode was explanted due to a product advisory. No additional adverse patient effects were reported. This electrode was included in the december 03, 2020 emblem electrode lumen advisory.